Event description:
During preventative maintenance of the device, the field did not fit. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Other (device not returned).